Event description:
The hosp reported that during sapheous vein harvesting procedure, the tunnel collapsed completely while working on the upper portion of pt's leg. The surgeon completed the procedure by performing a bridging technique to harvest the saphenous vein. No add'l pt complications were reported.